Manufacturer narrative:
Additional information provided in d.10., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be observed. Iol was returned outside of the device. No damage observed. The device was received loose in a plastic bag inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the iol. No damage to iol observed. The product investigation could not identify the root cause for the reported complaint faulty lens. The lens was returned outside of the device; due to this, we are unable to confirm the lens and the plunger position for advancement. In addition to this, the reported complaint is lacking in relevant information such as the type of defect/issue observed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of faulty lens. Additional information was requested